Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) and right ventricular (rv) lead experienced symptoms of lightheadedness and pre-syncope. In clinic evaluation noted no anomalies. The patient was placed on a holter monitor, which, showed loss of capture (loc) on the ra and rv leads resulting in greater than 2 seconds of asystole. It as noted that the episodes of loc occurred while the patient was golfing, however, the patient was asymptomatic. Loc was unable to be reproduced in clinic. The leads were viewed under fluoroscopy and were noted to have damage in the area where the lead passed between the clavicle and first rib. An invasive procedure was performed. The leads were surgically abandoned and replaced with new leads on the opposite side. The device was electively explanted and replaced with a new device on the opposite side during the procedure. No additional adverse patient effects were reported.